Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Patient reported the tubing pulled out of the left side of the pump. Patient had no idea how this happened as they were asleep. Patient added that they had put the tubing back in and didn't call the support line until later when their pain was elevated. It was verified that the pump was working properly. Patient was instructed to power the pump down. There was also a breach in the line. Device operator was the patient. Medication being infused was unknown. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.